Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the second locking handle of the a2009 ultra 360 patient positioning system was not locking down correctly. The shock cushion was also protruding out and needs to be repaired and replaced. The malfunction was discovered before the surgery. There was no known patient impact or delay in surgery. The device is seven (7) years old.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The DHR documentation showed no abnormalities related to the reported failure for lot number 139. The reported complaint was not confirmed. The upper shock cushion was replaced when the unit was in for maintenance under sr# (B)(6) due to the design of the upper handle, the shock cushion protrudes a small amount from the back. No other issues observed. A new shock cushion was installed and trimmed before returning the unit to the customer. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.